Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 07/20/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. The basal change history appears to be inaccurate on (B)(6) 2017 from 12:22 to 12:42 due to prime-sequence steps being performed. A basal rate edit was not saved four times on (B)(6) 2017. The basal history indicated the user added a basal rate of 0.775 u/hr at 03:00 on (B)(6) 2017. Pump was manually suspended on (B)(6) 2017 at 20:02 and manually resumed at 20:15. On (B)(6) 2017 at 16:10 an unexplained loss of prime occurred; deliveries resumed at 16:42. An unexplained loss of prime occurred on (B)(6) 2017 at 18:16; deliveries resumed at 19:39. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On(B)(6) 2017, the reporter contacted animas and alleged that the patient had a blood glucose in excess of 600 mg/dl and difficulty waking up. The patient required no unusual treatment. Troubleshooting found that the. Basal history does not match active basal program. This complaint is being reported as the patient experienced hyperglycemia due to alleged inaccurate delivery.